Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It is reported that the device delivered inappropriate therapy. Programming changes were made to avoid future shocks. The patient was comfortable with no complaints.